Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level over 400 mg/dl. The customer reported the serter is causing her infusion set to go in to easily and when the infusion set is removed it is bent. The customer had no symptoms. The customer treat the high blood glucose level with a manual injection of lantus. The blood glucose levels stayed at 250 mg/dl. The current blood glucose level was unknown. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.